Event description:
Approximately forty hours following an uneventful novasure procedure performed on (B)(6) 2010, the patient presented with "an acute abdomen". A bowel burn as well as a small bowel perforation (approximately 3cm) was found requiring "resection and anastomosis". The patient remained hospitalized until (B)(6) 2010, due to an unrelated issue.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. The novasure disposable device was not returned; however, the radio frequency controller has been received. The failure analysis has been completed for the radio frequency controller. Device history record (DHR) reviews were conducted for the novasure disposable device and rf controller used in this procedure. No abnormalities were noted and the devices passed all qa testing prior to release. (B)(4).